Manufacturer narrative:
The following items were provided by the customer for complaint investigation:one used list #ch3187 connected to an unknown, plum set one used, 250 ml intravenous bag connected to an unknown, clave bag spike (ch-14) and a trifuse set with 2 spiros 1 spike and one plum set .as received no physical damage or anomalies were noted on the samples. The returned clave bag spike and trifusate set with 2 spiros, 1spike and one plum set were primed and a leak from the filter vent was observed. No additional leaks or anomalies were observed.the complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.a device history record review could not be conducted because no lot number was identified.additional contact:(B)(6).

Event description:
A 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter that reportedly leaked 5-fu from the device at the spiros connection during a patient infusion. The the problem couldn¿t be solved when they changed the ch3187. A concomitant device was not used. There was no bleed back, no patient harm and no delay in critical therapy.